Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 1mg/ml dilaudid at a dose of 0.0805mg/day via an implantable infusion pump for peripheral neuropathy and spinal pain. It was reported that the empty pump alarm occurred. It was reported the patient hasn't used their pump since (B)(6) 2016 and wanted the pump permanently shut off so it stops alarming. It was stated that it was an elective abandonment of therapy. It was stated the pump will be explanted soon because the patient needs a kidney transplant and the healthcare provider doesn't want the pump to be in the way. It was reported the healthcare professional was given the pump off password and was able to shut off the pump. No symptoms were reported. No further complications were anticipated/reported.